Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. When the sd card is removed from the device, it does not power off. When the sd card is removed, a prompt is displayed asking the user if they would like to power the device off, yes or no.

Event description:
The manufacturer received information alleging a ventilator powers on when the sd card is inserted and powers off when the sd card is removed. The device was not in pt use.